Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.